Event description:
It was reported that there was a low sensing value, increased and varying right ventricular lead impedance, and an alert triggered due to the increase in impedance. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.